Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor speaker hums) has been confirmed. Upon investigation the monitor was not powering up. The cause for the failure was isolated to contamination in the j502 connector, causing thermal damage to the table top board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor speaker hums.